Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown liner; unknown head; unknown stem. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an unknown number of patients were revised due to implant loosening. Attempts have been made and additional information on the reported event is unavailable at this time.